Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After the lesion was dilated with an unspecified size nc quantum apex balloon catheter, a 3.50x24mm promus element stent was advanced to the lesion but was unable to cross after several attempts. When the device was removed from the patient, the edge of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).